Event description:
Facility reported "headers leaking profusely" at the beginning of the treatment. Estimated blood loss 150cc. No medical intervention. The sample was discarded by the facility. Medwatch filed on the blood loss.